Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation from the legal manufacturer. The review of the device history records for the affected lot or serial number was performed without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The purple/green image defect was isolated to a defective charged coupled device unit (ccd). The exact cause of the defective ccd is cannot conclusively be determined, however, based on previous investigations, the defective charged coupled device unit can potentially be attributed to: - unacceptable tension in the area of the ¿ccd wire holder¿ assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer ¿ccd-holder to bumper sleeve. - unacceptable tension in the area of the ¿ccd wire holder¿ assembly due to an asymmetrical alignment of the spring to ccd-holder before the bumper sleeve is joined. - pre-existing damage to the ¿ccd wire holder¿ assembly due to using a suboptimal adhesive device. Several changes were implemented including optimization of the bumper sleeve bonding and the alteration of jigs. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the device displays a green image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The video telescope endoeye hd ii was returned for maintenance. During routine inspection of the device by olympus,the device displays a green image. There was no procedural or patient involvement associated with this event. The device is a demo device, which has been with olympus since 2014 and has been send out several time to customers as loaner and for demos. The device was in stock in the warehouse. It was not sent to a customer recently. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.